Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was previously benefitting from the device. Currently the patient is not responding to sound. Occurrence of an accident or trauma is unknown

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. This is a final report.

Event description:
The patient was not responding to sound.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. In addition, an impact or accident might have led to further overload fractures under the silicone overmold. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient was not responding to sound. Occurrence of a specific incident of accident or trauma is unknown and there were no changes in health. The patient was re-implanted.